Event description:
Co's laboratory's ftir analysis of this yellow material found it to be consistent with a medication residue. Since the two needles containing this substance were returned in opened packages and this material is inconsistent with any present in the mfg environment, co believes that this contamination did not occur in a becton dickinson facility. In addition, a review of files revealed no prior incidents of this type on the product lot indicated.